Event description:
Home patient reports incomplete prime of patient line of homechoice sets. Home patient reports they were unable to reprime the line and had to reset up with new supplies with each occurrence. No patient injury or medical intervention required per home patient.